Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the small grasping retractor had a torn steel cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting a torn cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor was analyzed and found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding a torn cable was confirmed by failure analysis.